Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, at the first firing, the reload was connected to the handle, when trying to use it, the connection was performed without issue, but it was abnormally stiffer than usual at the squeezing of the handle when the tissue was clamped, the squeezing of the handle during firing, and the pulling back the black return knob. There was no leak and the staple line was without problem, but there was abnormality, so a new handle and reload were taken out at the following firing and used. It was abnormally stiffer than usual. The lung was not a hard one in this case, but rather a thin place was selected and attempted to be cut. The surgical time was extended by less than thirty minutes. There was no patient injury.